Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Reportedly, the customer was using off label insulin within the pump supplies. The customer changed their pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.